Manufacturer narrative:
There is no information regarding the event date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached inside the patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There is no information regarding the event date. (B)(4). A visual examination of the returned mesh assembly revealed that one half of the assembly was not returned. The leader loops were cut. The blue/white dilator and the mesh itself were not returned. On the blue dilator, the suture was broken approximately midway along its length. The detached portion of the suture containing the dart was not returned. In addition, the capio slim suture capturing device was also not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.